Event description:
Due to pre-existing severe systemic latex allergy, rptr experienced cross-reaction to tomatoes. Legs, arms, face, chest turned bright red, tacchy cardia lasting 5 min, light-headedness lasting one day, swollen entire face lasting 1 day.